Manufacturer narrative:
The left ventricular lead was successfully repositioned and remains implanted. Should additional information become available, an amended report will be submitted.

Event description:
Boston scientific received information that this left ventricular lead was causing diaphragmatic stimulation due to lead dislodgement. A revision procedure was performed; the lead was successfully repositioned with normal measurements and no diaphragmatic stimulation. No additional adverse patient effects were reported.